Event description:
A cna came to nurses station and stated the patient in the room was up on the lift and it broke and now she is on the floor. The patient was found on the floor in a sitting position still connected to the hoyer sling and overhead bar. The patient was sitting on wheel chair pedals, and left leg behind and rotated outward, bruising and swelling on left side of face, with raised area above and below left eye socket. Ice was applied to the face and the doctor was paged overhead stat. The doctor came and checked the patient, then with 5 people we transfered the patient into the wheelchair, so the patient could be put on the stretcher, another nurse called the doctor for a transfer order. The doctor notified ER and staff transported the patient. Charge nurse called family.